Event description:
Procedure: wedge resection. According to the reporter: on the 4th firing, staples did not form properly. Additional manual suturing was performed to complete the surgery. Surgery time was extended by more than 30 minutes. Pieces fell into the cavity and were retrieved. Bleeding was reported as less than 500cc occurred.

Manufacturer narrative:
Initial report sent to FDA on 09/09/2009.